Event description:
During preparation for use of the device for cardiopulmonary bypass procedure, the user reported the fio2 values were not visible and the electronic gas delivery module unexpectedly indicated that re-calibration was required. An alternate device was employed. There was no adverse consequence to a patent as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.